Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026. The blood glucose level was high, and the patient was treated with the pump. The patient replaced the infusion set and resumed insulin successfully. No further information available.